Event description:
Adenomyosis. Uti's. Back pain. Bacterial vaginosis. Clots. Blurry vision. Body aches. Breast pain. Yeast infections. Chest pain. Heartburn. Cramping. Discharge. Dizziness. Dry skin hair. Weight gain. Leg pains\restless legs. Fatigue. Hair growth. Migraines. Heavy bleeding. Hip pain. Stomach pain. Sharp stabbing pain. Irregular periods. Muscle spasms. Neck pain. Painful intercourse. Low sex drive. Bloating.